Event description:
I've had multiple medical diagnosis after being implanted with essure due to essure. I¿ve had testing and finally needing a hysterectomy due to these problems. It¿s an awful product and should never have been approved. FDA safety report ID # (B)(4).